Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jan2020.

Event description:
While on a patient, the vent stalled a couple of times and then quit providing breaths. The device was in use on a patient when the reported problem occurred.